Event description:
While setting up for surgical procedure, upon opening the snap kover ref 01-3630 - sterile drape to place on sterile field, an unknown dark colored object was noted against the transparent drape. The item was isolated and removed from the surgical suite, after a closer look it appears to have the silhouette of an insect inside the sterile packaging.